Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the customer in resetting the pump. The customer continued to use the pump for insulin therapy.